Manufacturer narrative:
The fse (field service engineer) evaluated the instrument remotely with the customer. The customer observed bubbles in the ise (ion selective electrode) tubing. The customer replaced the pinch valve tubing and primed the instrument to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter the generation of erratic sodium (na) patient results on their au681 clinical chemistry analyser. The erratic na results were not reported out of the laboratory; thus, there was no report of change to patient treatment in association with this event. The customer re-ran the patient samples on a different analyser with results considered correct. Quality control (qc) results before and after the event were within the laboratory's established ranges.